Manufacturer narrative:
H11. Correction- this case has been found to be a duplicate, all new/additional information will be reported under MFR# 1038671-2023-00081.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, approximately 6 years post op initial left tka, this 79 y/o female patient was revised. Surgeon performed a poly swap of the recalled poly. Reason for the revision was not reported. Patient was last known to be in stable condition following the event. No x-rays available. Device not returning hospital kept.